Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to synovitis and an adverse reaction to metal-on-metal. The information received does not change the MDR decision. On (B)(4) 2013 - litigation papers also received. Litigation alleges pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization, damage to tissue and/or bone surrounding the acetabulum and systemic injuries. There is no new additional information that would affect the investigation. The complaint was updated on (B)(4) 2013.

Event description:
Patient was revised to address fluid collection and elevated ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.